Event description:
It was reported by the customer a "spiral shade on image" was found which resulted in the need for an additional exposure to complete the exam. A field service engineer (fse) was dispatched which revealed no dust or foreign things were not found in the filter, collimator and fpd grid. The software was revised and the image was newly uploaded and no symptoms occurred.